Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Event description:
It was reported that the 5.5x100 mm supera stent was mostly deployed in the popliteal artery. Reportedly, the thumb slide was advanced to the most distal position on the handle before the stent delivery system (sds) was retracted from the patient. During removal of the sds, the stent came out with the sds. There was no injury to the popliteal artery. A non-abbott stent was used to complete the procedure in the popliteal artery as that is the stent the physician prefers to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.